Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 3093-28 lead, implant date: (B)(6) 2011, 3058 ipg, implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was inappropriate pacing and high thresholds on the right ventricular (rv) lead. It was further reported there was high and undefined impedance on the rv lead and a fracture was suspected. The lead was explanted and a leadless implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.